Manufacturer narrative:
Based on the current information provided, the root causes of the operative complications noted within the article cannot be determined or are unknown. If additional information is received, a follow-up MDR will be submitted. There was no image or video clip supplied for review related to a specific event. System or instrument log reviews could not be performed due to a lack of system, procedure, and instrument details. The specific procedure/event dates and da vinci system serial #s are unknown. This complaint is being reported due to the following conclusion: within the journal article titled, ¿robotic surgery in pediatric oncology: lessons learned from the first 100 tumors-a nationwide experience,¿ multiple operative complications were noted involving patients who had undergone da vinci-assisted surgical procedures. A number of the complications were managed with medical intervention. The causes of the operative complications are unknown. Note: refer to medwatch report (MDR) with patient identifier # (B)(6) for MDR submission of the "sliding hem-o-lok clip" event resulting with emergency undocking.

Event description:
Intuitive surgical, inc. (Isi) became aware of a annals of surgical oncology article titled, ¿robotic surgery in pediatric oncology: lessons learned from the first 100 tumors - a nationwide experience¿ (blanc, t., meignan, p., et al., 2022). The study evaluated the feasibility and safety of robotic-assisted surgery (ras) in pediatric oncology, with the aim of providing a new set of practical and feasible guidelines for patient selection and technical key points to pediatric surgeons. Robotic-assisted tumor resections were performed by 7 seniors in 3 different university children's institutions. Between 2016 to 2020, 100 tumors were resected during 93 ras procedures involving 89 children. Within the journal article, operative complications involving a da vinci surgical procedure were noted. There were 7 conversions to open surgery. Causes for conversions to open surgery included the following: renal vein injury, misdiagnosed renal vein tumor thrombus, poor respiratory tolerance after diaphragmatic resection, sliding hem-o-lok clip on renal vein resulting with major bleeding (emergency undocking), difficult renal hilum dissection, difficult dissection (narrow space), and difficult dissection (vascular involvement). 7 patients received intra-operative transfusion of red blood cells. Five postoperative surgical complications were reported: 2 pneumothorax cases managed with chest tube placement, 1 anastomotic stenosis case managed with endoscopic balloon dilatation, 1 adhesions case managed by laparotomy and adhesiolysis, and 1 retroperitoneal collection case managed with percutaneous drainage. Per the article, no specific robotic complications were observed such as adjacent organ injury, positioning related injury, or injury due to robotic arms. Isi has reached out to the author to obtain additional information but has not yet received a response.